Event description:
General report received of an unspecified number of undocumented incidents of stopcock connections below the flush device of the transducer becoming loose and disconnecting. It was reported that the connections were tightened prior to pt use. The monitoring kits were connected to the pt's radial arterial lines. The disconnections were observed during priming and during pt use. It was reported that when the disconnections occurred, immediate intervention was taken and the connections were re-connected or the monitoring kits were replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.